Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had scope communication error (b30). The issue occurred during preparation for use in a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. As result of investigation, facts of occurrence of the communication error (b30), could not be confirmed. Therefore, probable cause could not be presumed. Olympus will continue to monitor field performance for this device.